Event description:
It was reported the patient experienced an infection at the ipg incision site. As a result, the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.